Manufacturer narrative:
(B)(4). Neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation. So, cause of event cannot be determined.

Event description:
It was reported that in (B)(6) 2011, patient referred a doctor due to history of moderate back pain. Patient was told that the discs in her neck were broken, and that is what was causing her pain. On (B)(6) 2011, the patient underwent surgery on l4-5 and l5-s1. The patient was implanted with rhbmp-2/acs. Post-op, patient's pain was much worse than prior to undergoing surgery. Patient alleged to experience a strange irritating sensation in her legs that was not present prior to undergoing surgery. The patient underwent second surgery on l3-l4. The patient was implanted with rhbmp-2/acs. Post-op, patient reported of experiencing stroke-like symptoms.